Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was implanted. It was also reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries. It was further reported that she has undergone additional surgeries and revisionary procedures, including mesh revision/removal on (B)(6) 2012, (B)(6) 2013. No additional information is provided at this time.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh were implanted. It is reported that the patient underwent revisionary procedures on (B)(6) 2010 and (B)(6) 2014.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent anterior colporrhaphy with classical repair due to third degree cystocele/rectocele, paravaginal defect, urinary incontinence and inadvertent cystotomy during anterior colporrhaphy on the left of a 1-2cm rent. It was reported that following insertion the patient experienced erosion, extrusion, infection, urinary/bowel problems, recurrence, dyspareunia, vaginal scarring and worsening stress urinary incontinence and urgency. (B)(4).

Manufacturer narrative:
It was reported that following insertion the patient experienced vaginal discharge. It was reported that patient underwent mesh revision on (B)(6) 2014 by dr. (B)(6).

Manufacturer narrative:
A device history review has been inserted into the file. This review indicates that there was no quality concerns associated with the manufacturing process